Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a lap chole procedure the surgeon used the device to ligate cystic duct and artery, but clips fell out of the jaw. No pt consequence reported. Used another device to finish procedure.